Event description:
The pump was returned for sensor hardware failure (pressure sensor board). Performed mock infusion, unit functioned without error. No alarms were present at start up. Performed diagnostic functional testing and clinical diagnostic testing, unit passed with no errors. Due to additional information provided in the log files, the pressure sensor board will be removed and replaced. During investigation, it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed for further engineer evaluation and will be replaced with new batteries. Pressure sensor pcba and battery packs (counter reset) will be removed and replaced during repair process. No other damage found.

Event description:
The following has been reported: biomed 1 reported: the pump stopped during an active infusion with no patient harm reported. Description: "pump problem". Biomed 2 reported: "patient on a cardizem drip. Pump started alarming and flashing two red alarms while the drip was infusing. Overview: - cardizem drip was running at 15mg/hr (since prior day) and suddenly started alarming. - both lights on the top were blinking red and the face said, " service needed". A preliminary review of the logs identified the following issue: sensor hardware failure (pressure sensor board). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.